Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, the battery was at eri voltage level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.

Event description:
This report is to advise of an event observed during analysis.